Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and observed damaged to usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased. Log was unable to be extracted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press or strip insertion and customer was unable to obtain readings. As a result, customer experienced a seizure; requiring hcp treatment of an unspecified injection (dose/type unknown) for hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press or strip insertion and customer was unable to obtain readings. As a result, customer experienced a seizure; requiring hcp treatment of an unspecified injection (dose/type unknown) for hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.